Event description:
It was reported to covidien in 2008, that a customer had an issue with a dialysis catheter. The client reports that the thread broke on the device; it is the arterial connection that is split over 1 cm, and it is leaking; the device was explanted and was replaced.

Manufacturer narrative:
Submit date: 11/20/2008. An investigation is currently underway. Upon completion, the results will be forwarded.